Manufacturer narrative:
The customer did not make the unit available for evaluation.

Event description:
It was alleged that an unknown model cot was involved in an ambulance accident while transporting a patient during which the patient alleged that the cot became disengaged from the fastener. The patient further alleged that they experienced adverse consequences, however no details were given regarding any injuries sustained and any possible medical intervention. Therefore, it cannot be confirmed if a stryker product caused or contributed to the alleged adverse event.